Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (code 204 / 107) has been confirmed. As received, the monitor displayed code 204 and was resetting. Upon evaluation, the belt receptacle was pulled from the monitor case, damaging internal wires. In addition, the u104 processor was intermittent. The cause of the code 204 is the damaged receptacle and wires. The root cause of the damaged receptacle and wires is excessive force placed at the receptacle. The cause of the code 107 is the intermittent u104. The root cause of the intermittent u104 could not be positively identified. No adverse event resulted from the defective monitor.

Event description:
A us distributor contacted zoll to report that a patient's device was producing service code 204 and 107.